Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a foreign material on usable length of the catheter issue occurred. It was reported that there was resistance when trying to advance the dilator through the vizigo sheath while prepping for the procedure. The vizigo sheath was replaced, and the issue was resolved. The procedure continued. No adverse patient consequence was reported. Additional information was received on 22-dec-2021. It was reported that the resistance they were having with the sheath was when they were trying to put the dilator into the sheath, as well as, when they were trying to withdraw it from the sheath. There appeared to be a sticky residue on the dilator after withdrawing it. There was not any occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked nor completely blocked. The dilator was not able to be moved through the sheath, without crimping/ bending the dilator. The dilator was not completely stuck on the sheath. The damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. Additional information was received by on 23-dec-2021. It was reported that no pictures of the foreign material are available. The foreign material appeared to be somewhat of a clear material that was also reported to be ¿sticky¿ on the gloves when handled. The issue was found prior to putting the device into the patient. The resistance with sheath and dilator damaged were assessed as not MDR reportable. The foreign material on usable length of the catheter was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 00001819 number, and no internal action related to the complaint was found during the review. Based on the mre, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 19-jul-2022. The device evaluation was completed on 09-aug-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a foreign material on usable length of the catheter issue occurred. It was reported that there was resistance when trying to advance the dilator through the vizigo sheath while prepping for the procedure. The vizigo sheath was replaced, and the issue was resolved. The procedure continued. No adverse patient consequence was reported. Additional information was received. It was reported that the resistance they were having with the sheath was when they were trying to put the dilator into the sheath, as well as, when they were trying to withdraw it from the sheath. There appeared to be a sticky residue on the dilator after withdrawing it. There was not any occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked nor completely blocked. The dilator was not able to be moved through the sheath, without crimping/ bending the dilator. The dilator was not completely stuck on the sheath. The damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. No pictures of the foreign material are available. The foreign material appeared to be somewhat of a clear material that was also reported to be ¿sticky¿ on the gloves when handled. The issue was found prior to putting the device into the patient. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed neither damage nor foreign material were observed; however, some bents were observed on the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. A device history record evaluation was performed for lot number 00001819, and no internal action related to the complaint was found during the review. The issues of resistance with sheath and dilator damaged reported by the customer were confirmed. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate this issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).